Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specific. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies were noted. Unit passed a21 error test, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). No unexpected a21 alarms noted. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. No audio beep anomaly noted. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 226 mg/dl. The customer stated there are two cracks on top left and right side of the lcd screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer's mother declined to troubleshoot for the a21, blank display, high blood glucose and audio/beep anomaly.